Event description:
The pt complained of a corneal ulcer and was treated in 2010. Attempts to contact the ecp and pt for more info regarding the incident and the event date were made with no reply as of to date. Should more info become available, this report will be re-evaluated within 30 days. This report is being filed as an unconfirmed corneal ulcer.

Manufacturer narrative:
This report is being filed as an unconfirmed corneal ulcer. Method: no examination of device were provided which could indicate if the device caused or contributed to the incident. Results: there is no direct causal relationship established between the medical device and the incident. Conclusions: no conclusion can be drawn. Should further info be provided that would change this conclusion, an update to this report will be provided within 30 days of receipt of the additional info.